Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 208, 209, 196, 270 and 245 mg/dl. The customer's expected fasting blood glucose test result range is 120-130mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 05/22/2019 and open vial date at time of call is one week. The meter memory was reviewed for previous test result history: result 1 :208mg/dl date: (B)(6) 2018 time:8:05am fasting, result 2 :209mg/dl date: (B)(6) 2018 time:9:44am fasting, result 3 :196mg/dl date: (B)(6) 2018 time:9:17pm fasting, result 4 :270mg/dl date: (B)(6) 2018 time:6:04pm fasting, result 5 :245mg/dl date: (B)(6) 2018 time:8:12am fasting.

Manufacturer narrative:
Internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer on 2/14/2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 208, 209, 196, 270 and 245 mg/dl. The customer's expected fasting blood glucose test result range is 120-130mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 05/22/2019 and open vial date at time of call is one week. The meter memory was reviewed for previous test result history: (B)(6).